Event description:
It was reported that two roi-c cages fractured intra-operatively at c6/7 while implanting the superior plates before locking. The plates were misaligned despite using the awl successfully. The level above had a previous plate/screw construct and the procedure was an extension of the previously successful fusion. The procedure was ultimately completed using a competitive product. There was no patient impact; however, there was a 60 minute delay. Upon investigation it was discovered that one of the plates was bent.

Manufacturer narrative:
A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows that the plate has deformation damage. This event likely cannot be attributed to manufacturing or design related issues. Photos and x-rays were reviewed, they show the anchoring plates were unable to be advanced into the cage. The complaint is confirmed for one roi-c long anchoring plate for the failure of deformation damage. The failure is believed to be attributed to improper use of the awl or hard bone since the provided images show the plate could not advance into the bone. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This failure may have contributed to the fractured cages referenced in reports 3004788213-2025-00051 and 3004788213-2025-00052.